Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which occurred four times on channel a. According to the facility, this event occurred during programming/setup in the medical surgical unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 on channel a was confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.